Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient was travelling in a foreign country, the patient received inappropriate shocks due to suspected right ventricular lead fracture. High pacing impedance, high threshold, intermittent oversensing, and short v-v intervals were also noted. Reprogramming was performed to turn the high voltage therapies off. The plan was to explant the system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and not replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.